Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000 analyzer. Sample ID (B)(4) generated 2.91 and repeat 0.86 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Abbott service inspected the analyzer and replaced the mixer list # 09d59-03 to resolve the issue. No additional discrepant result issues have been reported since the mixer was replaced. A review of the service history for the architect c4000 analyzer identified no additional contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of historical data for the mixer identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000 analyzer. Sample ID (B)(6) generated 2.91 and repeat 0.86 mg/dl. No impact to patient management was reported.